Event description:
It was reported that during a gynecological procedure in 2007, the device was turning very slowly, especially when encountering a calcified piece of tissue, and it was making grinding noises. The procedure was completed without any adverse pt consequences.

Manufacturer narrative:
Conclusion: the product upon which this medwatch is based is anticipated. Once the product is received, any further information derived from the evaluation will be submitted in a supplemental 3500a form.